Event description:
The customer reported the gas module iii was not working correctly, which may have impacted gas monitoring. No pt injury reported.

Manufacturer narrative:
The company rep reconfigured the display and calibrated the unit.